Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was in the hospital at the time of passing. The patient reports feeling dizzy and lethargic. Review of the download data, indicates the patient received nine appropriate shocks and six additional shocks in response to nonsustained ventricular tachycardia (nsvt), and in treatment 2 the patient self-converted to a slower rhythm 5 seconds before the treatment, causing an inappropriate shock. Additionally, the patient also received four non-lifevest defibrillations. The patient experienced an appropriate treatment at 17:26:56. The patients rhythm at the time of the treatment was ventricular fibrillation (vf), and the post shock rhythm was an idioventricular rhythm at 35 bpm transitions to sinus bradycardia at 45 bpm with frequent pvc's. At 18:02:4 the patient experienced a second treatment. The patient's rhythm at the time of the second treatment was ventricular tachycardia (vt) at 220 bpm which self-converted to an idioventricular at 25 bpm five seconds before the treatment was delivered, the post-shock rhythm was a sinus rhythm at 60 bpm with bigeminal pvc's and intermittent nsvt. The patient received an appropriate shock as treatment 3 at 18:03:38. The rhythm at the time of the treatment was vt at 290 bpm, and the post-shock rhythm was a sinus arrhythmia at 30-60 bpm with frequent pvc's bigeminal pvc's and intermittent nsvt. Treatment 4 was an appropriate shock at 18:50:49. The rhythm at the time of the treatment was vt at 270 bpm, and the post-shock rhythm was sinus bradycardia at 35 bpm with bigeminal pvc's and nsvt. The patient received treatment 5 at 18:51:15. The rhythm at the time of the treatment was sinus bradycardia at 45 bpm with bigeminal pvc's and nsvt, and the post-shock rhythm was sinus bradycardia at 30 bpm with bigeminal pvc's and intermittent nsvt. At 18:57:29 the patient received an appropriate sixth treatment. The patient's rhythm was vf, and the post shock rhythm was asystole. The patient received a 7th treatment at 18:58:27. The rhythm at the time of the treatment was sinus bradycardia at 35 bpm with nsvt, the post-shock rhythm was sinus bradycardia at 45 bpm with bigeminal pvcs and nsvt. Treatment 8 was at 18:59:05. The rhythm was sinus bradycardia at 50 bpm with bigeminal pvc's and nsvt, and the post-shock rhythm was sinus bradycardia at 35 bpm degrading to vt. Treatment 9 occurred at 18:59:31, and was appropriate. The patient's rhythm was vt at 290 bpm, and the post-shock rhythm was sinus bradycardia at 40 bpm with bigeminal pvc's. Treatment 10 was an appropriate treatment at 19:01:20. The patient's rhythm was vt at 260 bpm with motion artifact, with a post-shock rhythm of sinus bradycardia at 40 bpm with pvc's and nsvt. Treatments 11, 12, and 13 occurred at 19:08:56, 19:09:27, and 19:10:07. The patient was in vt at 240 bpm for treatments 11 and 13 and vt at 210 for treatment 12. The post-shock rhythms for 11 and 12 was sinus bradycardia at 30 with bigeminal pvc's and nsvt, and vt at 260 bpm self-converting to sinus bradycardia for 13. Treatment 14 was at 19:10:39. The rhythm was sinus bradycardia at 20 bpm with nsvt, and a post-shock rhythm of sinus bradycardia at 30 bpm with bigeminal pvc's pac and intermittent nsvt. Treatment 15 was at 19:11:10. The rhythm was sinus bradycardia at 20 bpm with frequent pvc's and nsvt, and the post-shock rhythm was sinus rhythm at 70 bpm degrades to vt at 210 bpm. There was response button use from 19:16:39 to 19:16:40. From the time of the last treatment until the device was shutdown at 19:16:45, the patient was in vt from 230 bpm to 290 bpm self-converting to sinus bradycardia at 40 bpm with varying hr and varying amplitude. The rhythm then degrades to vf with three sinus beats. The rhythm transitions to vt at 230 with varying hr, varying amplitudes, and motion artifact. The patient remains in vt from 220 bpm to 250 bpm with varying hr, CPR/motion artifact and nsvt before receiving the 1st non-lifevest defibrillation. The rhythm at time of treatment was sinus rhythm at 60 bpm with nsvt. Post shock rhythm was vf with varying amplitudes. The patient remained in vf until the patient received a 2nd non-lifevest defibrillation. The rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was sinus bradycardia at 40 bpm with pvc's. The rhythm then degrades to vf. The patient received a 3rd non-lifevest defibrillation. The rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was sinus bradycardia from 30 bpm with pvc's. The rhythm remained in sinus bradycardia at 40 bpm degrading to vt at 240 bpm degrading to vf with varying hr and varying amplitudes. The patient received a 4th non-lifevest defibrillation. The rhythm at time of treatment was vf. Post shock rhythm was vf. Lastly, the patient was seen in vf with CPR/motion artifact and rb use. The patient was in vt/vf from approx. 19:11:00 until the device shutdown at 19:16:45. The patient was in vt/vf for approx. 5 minutes 45 seconds. Each external defibrillation shock was delivered while the patient was in a vf arrhythmia for less than 30 seconds. The device did not detect additional arrhythmias following the last non-lifevest shock until the device was shutdown at 19:16:45. The patient subsequently passed away. No deficiencies were alleged against the lifevest. There is no indication of a device malfunction causing or contributing to the event.